Event description:
It was reported that the patient presented in the ER for device upgrade. High capture threshold was noted. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.